Event description:
A malfunction alarm was reported during the use of a pump. There was no adverse impact to the customer's blood glucose level. The customer attempted to reload a cartridge but was unsuccessful as the alarm persisted, leading to cts deciding to replace the pump, which was still under warranty. Cts instructed the customer in using alternate insulin delivery through mdi and provided guidance on putting the pump into storage mode for return. The customer acknowledged and understood the instructions and agreed to return the pump using a prepaid label within 10 days.